Manufacturer narrative:
The initial repair inspection identified a colored image defect which was isolated to a defective ccd/imaging unit. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿pink stripes on the image¿ that kept repeating during a gastric bypass surgery. The fault was only a few seconds at a time and the procedure was able to be completed using the same device without delay. However, during the olympus repair inspection, a reportable purple colored image defect due to a defective was identified charged coupled device. No injury or impact to patient was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The purple/green image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd is cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.